Manufacturer narrative:
The investigation into the purge leak ¿ pump has been completed. The device was not returned for investigation. Based on the clinical information provided, a purge leak was discovered, and the cause was determined to be a broken purge filter. The pump was replaced with another 5.5 to resolve the issue. No logs were returned for data analysis.

Event description:
The user facility reported a 69-year-old male noted as high-risk percutaneous cardiac intervention was implanted with an impella 5.5 device for mechanical circulatory support. During patient support the impella 5.5 was switched to another impella 5.5 due to a broken purge filter. The patient was stable during the procedure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿